Event description:
Patient presented with high impedance. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
The patient's generator and lead were replaced. It was noted that the explanted suspect product was likely discarded. No further relevant information has been received to date.